Event description:
It was reported that the patient with this right ventricular (rv) lead had a cardiac tamponade and heart wall was perforated. Moreover, high threshold was noted. Hence, this rv lead was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
The device has been received for analysis. Upon completion of analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the patient with this right ventricular (rv) lead had a cardiac tamponade and heart wall was perforated. Moreover, high threshold was noted. Hence, this rv lead was surgically explanted. No additional adverse patient effects were reported.